Event description:
Boston scientific crm received information that left ventricular (lv) lead was capped, due to muscle stimulation. No adverse patient effects were reported.

Manufacturer narrative:
Review and confirmation of manufacturing records was performed. No anomalies were found. It cannot be determined whether the event was related to device performance, or patient condition.